Event description:
It was reported by a customer in the USA that, during patient use, the tracheal tube cuff slowly deflated, it was observed that it was leaking through a small hole after insertion. The device was pre-tested without issues, and prior insertion it was lubricated with k-y jelly. The leaking device was manually removed by an anesthesiologist, and replaced by a similar one. Additionally, it was reported that it was observed a strange noise during ventilation on the bag mask, and the cuff was found deflated. There was no reported patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported sample was not received for evaluation as it was discarded by the customer. Therefore, an investigation of the actual device will not be performed. The lot number was not provided and without the lot number the device history record cannot be reviewed. Manufacturing control is considered as effective to detect the reported failure mode. (B)(4).